Event description:
It was reported an altitude alarm occurred. Customer reloaded the cartridge successfully. Additionally, the customer received a cartridge alarm (cartridge alarm 1) during bolus delivery. Upon, loading a new cartridge the customer was unable to install the cartridge. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 126-200 mg/dl.